Event description:
Caller reported the aviva system gave a blood glucose result 130 mg/dl at a time when the customer had symptoms of hypoglycemia. The caller drove him to the hospital where, 20 minutes later, his blood glucose was tested as 40 mg/dl; customer had symptoms of hypoglycemia. He was treated with orange juice and an IV, admitted for 2 days. The meter and strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.